Event description:
It was reported that the patient was implanted two weeks prior to the report and was having trouble getting the setting correct. There were four ¿spots¿ she could use. The first setting gave her uncomfortable shocks, the second was tolerable, but still painful, the third developed a painful lump in her anal area, and she felt nothing at all on the fourth setting, even at an 8.5 setting. She left it on the fourth ¿spot¿ and she did not know if she should try another ¿spot¿ at a lower setting. The manufacturer representative spoke with the patient four days later. The patient¿s improvement was similar to the test and still greater than 50%. She was under the misunderstanding that she was supposed to switch programs and a lack of therapeutic effect did occur on a certain program. The patient was instructed to switch back to the original program, which she had already done two days prior, and adjust the intensity as necessary. No reprogramming was necessary and she reported increased efficacy after switching back to her original progra m.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0n07b, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.